Event description:
A (B)(6) maple pt called zoll customer support to report that his battery charger/modem was not working. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been reported. The reported problem (not powering on) has been confirmed. Upon investigation, capacitors c635 and c636 and resistors r613, r655, r675, and r657 were found to be shorted on the ca board. The short occurred due to a broken end cap on capacitor c636. The root cause for the broken end cap could not be positively identified. No adverse event resulted from the defective c636 capacitor. The pt received a replacement battery charger/modem.